Event description:
Graft was implanted on (B)(6) 2021. No leak was noted after the case. Post op film dated (B)(6) 2021 revealed type 1a endoleak. Intervention to repair leak is tentatively planned for coming weeks. Patient outcome - "patient has a type 1a endoleak ."

Event description:
Graft was implanted on (B)(6) 2021. No leak was noted after the case. Post op film dated (B)(6) 2021 revealed type 1a endoleak. Intervention to repair leak is tentatively planned for coming weeks. Patient outcome - "patient has a type 1a endoleak ."